Manufacturer narrative:
Visual inspection found the threads stripped off of the returned single inner set screw. A review of the device history record found no issues identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A complaint trend analysis review found no observed complaint trends for issues of this nature. No definitive conclusions can be made. However, the noted damage is indicative of set screw being cross threaded as it is inserted into the polyaxial screw. At this time, the complaint is considered to be closed.

Event description:
International affiliate reports having difficulty assembling the single inner set screw to the mating pedicle screw head during minimally invasive surgery. During final tightening, the surgeon felt that the set screw was not correctly inserted. Examination of a fluoroscopic image found the set screw was outside of the pedicle screw head/mal-positioned. The set screw was removed, resulting in twenty minute delay to the procedure. When removed, it was noticed that the threads of the set screw were torn from the device. All torn threads were retrieved from the surgical site as confirmed by fluoroscopy image.

Manufacturer narrative:
Depuy synthes spine has requested return of the set screw for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.